Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5075147) on 06-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("chronic lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain (seriousness criterion disability), pelvic discomfort ("pelvic discomfort") and hyperhidrosis ("extreme sweating underarms and feet"). In 2017, the patient experienced anxiety ("extremely severe anxiety/panic") and panic disorder ("extremely severe anxiety/panic"). In (B)(6) 2017, the patient experienced gastritis ("gastritis") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced arthralgia ("joint pains"), joint stiffness ("joint stiffness"), hypersensitivity ("symptoms of developing allergies"), gastrointestinal disorder ("gastrointestinal problems"), fatigue ("extreme fatigue"), muscular weakness ("muscle weakness"), drug hypersensitivity ("medication sensitivity"), phlebitis ("phlebitis"), peripheral swelling ("hand swelling"), dizziness ("dizziness"), palpitations ("palpitations"), inflammation ("inflammation in general"), dysgeusia ("worsening metallic taste in mouth"), feeling abnormal ("brain fog"), chronic sinusitis ("chronic sinusitis"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), acne ("acne and worsening over last 5 years"), menstrual disorder ("abnormal periods") and vaginal discharge ("discharge"). The patient was treated with omeprazole and famotidine (pepcid). At the time of the report, the back pain, pelvic discomfort, arthralgia, joint stiffness, hypersensitivity, phlebitis, peripheral swelling, dizziness, dysgeusia, chronic sinusitis, hyperhidrosis, muscle spasms and acne had not resolved and the gastrointestinal disorder, fatigue, muscular weakness, anxiety, panic disorder, drug hypersensitivity, palpitations, gastritis, oesophagitis, inflammation, feeling abnormal, insomnia, menstrual disorder and vaginal discharge outcome was unknown. The reporter provided no causality assessment for acne, anxiety, arthralgia, back pain, chronic sinusitis, dizziness, drug hypersensitivity, dysgeusia, fatigue, feeling abnormal, gastritis, gastrointestinal disorder, hyperhidrosis, hypersensitivity, inflammation, insomnia, joint stiffness, menstrual disorder, muscle spasms, muscular weakness, oesophagitis, palpitations, panic disorder, pelvic discomfort, peripheral swelling, phlebitis and vaginal discharge with essure. The reporter commented: she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5075147) on (B)(6) 2018. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("chronic lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain (seriousness criterion disability), pelvic discomfort ("pelvic discomfort") and hyperhidrosis ("extreme sweating underarms and feet"). In 2017, the patient experienced anxiety ("extremely severe anxiety/panic") and panic disorder ("extremely severe anxiety/panic"). In (B)(6) 2017, the patient experienced gastritis ("gastritis") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced arthralgia ("joint pains"), joint stiffness ("joint stiffness"), hypersensitivity ("symptoms of developing allergies"), gastrointestinal disorder ("gastrointestinal problems"), fatigue ("extreme fatigue"), muscular weakness ("muscle weakness"), drug hypersensitivity ("medication sensitivity"), phlebitis ("phlebitis"), peripheral swelling ("hand swelling"), dizziness ("dizziness"), palpitations ("palpitations"), inflammation ("inflammation in general"), dysgeusia ("worsening metallic taste in mouth"), feeling abnormal ("brain fog"), chronic sinusitis ("chronic sinusitis"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), acne ("acne and worsening over last 5 years"), menstrual disorder ("abnormal periods") and vaginal discharge ("discharge"). The patient was treated with omeprazole and famotidine (pepcid). At the time of the report, the back pain, pelvic discomfort, arthralgia, joint stiffness, hypersensitivity, phlebitis, peripheral swelling, dizziness, dysgeusia, chronic sinusitis, hyperhidrosis, muscle spasms and acne had not resolved and the gastrointestinal disorder, fatigue, muscular weakness, anxiety, panic disorder, drug hypersensitivity, palpitations, gastritis, oesophagitis, inflammation, feeling abnormal, insomnia, menstrual disorder and vaginal discharge outcome was unknown. The reporter provided no causality assessment for acne, anxiety, arthralgia, back pain, chronic sinusitis, dizziness, drug hypersensitivity, dysgeusia, fatigue, feeling abnormal, gastritis, gastrointestinal disorder, hyperhidrosis, hypersensitivity, inflammation, insomnia, joint stiffness, menstrual disorder, muscle spasms, muscular weakness, oesophagitis, palpitations, panic disorder, pelvic discomfort, peripheral swelling, phlebitis and vaginal discharge with essure. The reporter commented: she had a serious injury (disability/permanent damage) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.